Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is wear and tear of the device due to repetitive usage. The complaint allegation was not confirmed. The attached picture does not evidence the device's failure.

Event description:
On (B)(6) 2025 it was reported by a sales representative via (B)(4) that an 0617-300 lag screw sheath with handle wire sheath did not engage with lag screw drill/screw sheath. This was discovered during the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.